Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no relevant imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for deployed valve exhibiting central regurgitation requiring a valve in valve was unable to be confirmed. A review of the DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary written by edwards lifesciences documents that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "it was noted that the delivery system had been prepared with an additional 4 cc of volume. A decision was made to post-dilate the valve with 10 cc of volume to resolve the pvl and this resulted in moderate central leak." In this case, post-dilation with an additional 10 cc could overinflate/over expand the valve, which could lead to suboptimal leaflets coaptation resulting in central regurgitation. As such, available information suggests that procedural factors (overinflated/over-expanded valve) may have contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors and/or procedural factors (pre-existing annuloplasty ring/band too large) may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien 3 valve inside a pre-existing annuloplasty ring/band, post valve deployment, severe paravalvular leak (pvl) was observed. The pvl was perceived to be between the annuloplasty ring/band and sapien 3 valve. It was noted that the delivery system had been prepared with an additional 4 cc of volume. A decision was made to post-dilate the valve with 10 cc of volume to resolve the pvl and this resulted in moderate central leak. A second valve was then placed with an additional 5 cc of volume and the central leak resolved. The patient left the operating room in stable condition with a mean gradient of 3 mmhg.